Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow thrombus could not be confirmed through this evaluation as no product was returned and no images were provided for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient underwent a pump exchange from heartmate ii lvas, serial number (B)(6), to heartmate 3 lvas, serial number (B)(6), on (B)(6) 2021; the pump exchange is reported under MFR # 2916596-2021-05408. The patient ultimately expired on (B)(6) 2021; this is reported under MFR # 2916596-2021-05535. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a nonocclusive thrombus within their outflow tract sometime in 2017.